Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirted during priming as well as it was not delivering insulin. The customer¿s blood glucose level was unknown. The customer also stated that they had scratches on the screen and was not able to read it. Troubleshooting was not performed. The product will not be returned for analysis.